Manufacturer narrative:
A2) patient age - 67.0 ±9.8 years. A3a) patient sex - male (41), female (9). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, filling defect (occlusion), dissection, and embolism are listed as potential adverse events with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26mar2013) ¿vaporizing thrombus with excimer laser before coronary stenting improves myocardial reperfusion in acute coronary syndrome¿. The study retrospectively aimed to analyze consecutive patients with acs (acute coronary syndrome) who underwent pci (percutaneous coronary intervention) with elca (excimer laser coronary angioplasty) before balloon angioplasty or stenting at higashi takarazuka satoh hospital, japan. A total of 50 patients who underwent elca (elca group) and 48 patients who underwent manual thrombus aspiration (aspiration group) were enrolled in the study between january 2007 to august 2011. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 patient who experience no reflow/slow flow, 6 patients experienced distal embolism, 1 patient experienced side-branch occlusion, and 2 patients experienced dissection. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26mar2013 has been used, the date of publication. Shishikura d, otsuji s, takiuchi s, fukumoto a, asano k, ikushima m, etal. Vaporizing thrombus with excimer laser before coronary stenting improves myocardial reperfusion in acute coronary syndrome. Circulation journal. 2013;77:1445¿1452. Doi:10.1253/circj.cj-12-1064. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.